Manufacturer narrative:
MDR 9615754-2019-00007 was submitted in error. The event is not reportable. The low discrimination to neisseria meningitides/ polysaccharea is not a malfunction, as the system limitation in the vitek ms knowledge base user manual ref. 161150-924 - a for vitek ms clinical use v3.0: "additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification". Consequently, these type of results are not considered as a final identification result. There is no product malfunction. The system did not provide any misidentification.

Event description:
A customer in (B)(6) reported a misidentification of neisseria polysaccharea in association with the vitek® ms instrument. The customer reported that in 2017, they misidentified a strain as neisseria meningitides (99.9%) with the vitek ms (kb 2.0). However, the identification was neisseria polysaccharea by 16srrna, and meningitides specific pcr was negative. In (B)(6) 2018, the customer tested the same bacteria with the vitek ms (kb:3.0) and the identification was neisseria meningitides/ polysaccharea (50%/50%). The test was repeated and the result was the same. No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.